Event description:
It was reported that during a percutaneous coronary intervention (pci) the device was unable to cross the lesion. The 70% stenosed lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was pre-dilatated with a maverick 2.0x12mm and the 2.5 x 18mm promus element stent delivery system was advanced but failed to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is described as stable. However, device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination of the device identified distal stent damage. Struts on first row from the distal end were misaligned. A visual and microscopic examination of the device found that the tip was slightly flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. No issues were noted with the crimped stent and the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).